Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp could not be interrogated and that the patient had an active pacemaker already implanted. The electrode patches were repositioned and external equipment was deactivated, but did not resolve the interrogation issue. After troubleshooting, the device was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
Device history record was reviewed and found to be complete. The product passed all quality control tests prior to its distribution. The reported event of no conductive telemetry was confirmed. The device was unable to establish telemetry and no output was noted upon receipt. Analysis after the device was cut open revealed battery voltage was at end of service (eos). A longevity calculation was performed and found the battery depletion was premature. Additional testing performed on the hybrid and on the battery by manufacturer did not find any anomaly. The cause of premature battery depletion could not be determined.

Manufacturer narrative:
The reported event of failure to interrogate was confirmed. The device was unable to establish telemetry, and no output was noted upon receipt. Analysis after the device was cut open revealed battery voltage was at end of life (eol) level. A longevity calculation was performed and found the battery depletion was premature. Additional testing performed on the hybrid and on the battery by manufacturer did not find any anomaly. Further testing performed on the hybrid indicated a metal migration anomaly causing a short. Corrective actions have been taken to address the issue. Device history record was reviewed and found to be complete. The product passed all quality control tests prior to its distribution.